Event description:
It was reported the pt is unable to communicate with the ipg using the charging system. The pt reported experiencing a fall approximately 3 months ago. The pt is to consult with her physician after she undergoes treatment for an unrelated medical issue.

Manufacturer narrative:
(B)(4). This ipg serial number was indicated in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.